Event description:
It was reported that the pump encountered a cartridge change error, prompting technical support to instruct the customer to inspect various parts of the pump and clean the pneumatic tap area. There was no reported impact to the customer's blood glucose level. The customer successfully completed the load process and resumed insulin administration, leading technical support to confirm no further actions were necessary and close the case.